Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that two infusion sites detached from his body within 24 hours. Reportedly, his blood glucose was 448 mg/dl, at the time of this event. There was no damage when the package was first opened. The patient successfully inserted a new infusion site onto his body and resumed insulin therapy. No further information available.